Event description:
During a right hip replacement, approximately 5 minutes after the surgical simplex bone cerment was inserted into the femor - patient became unresponsive, severely hypotensive & brady cardic, felt due to the cement. CPR initiated. Transferred to ICU neurologist felt patient had a hypoxic enceplulopathy with preserved brain stem fuaction consisten with global cenebial apoxia which was moderately severe. Prior to incident, pateint was alert, lived inapartemtn & able to do own personal care, will now be placed in a nursing home as she is no longer able to care for herself.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. The device was not destroyed/disposed of.